Event description:
A male patient had a cypher stent implanted for ami in the lad. Total stent llength was 36mm. 450 days later, the patient had occlusive in-stent thrombosis and had sudden cardiac death (scd).